Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. Additionally, it was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the user was able to access the pump features. The user¿s blood glucose level was 514 mg/dl and it would addressed with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.